Event description:
Reportedly, the staples placed on the tissue were not properly formed. Therefore, the surgeon had to re-open the pt to repair the staple line and complete the case without incident. Procedure: lap appendectomy pt status: no pt injury reported.